Event description:
It was reported that the pt underwent laser eye surgery with her device on. She has had blurred vision and pain in that eye. When she underwent laser surgery on her other eye she turned her device off. She has had no adverse effects on that eye. Further info is being requested from the hcp.